Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. Ketones were present and "ketone poisoning" occurred. Customer did not know cause of elevated bg and reverted to using another pump for insulin therapy. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.